Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis and another indication. On the same day, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (dose and frequency not reported). On the same day, the patient also began treatment for the peritonitis and another indication with ceftazidime (dose, route and frequency not reported). Six days after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.